Event description:
The customer reported that the insulin pump alarmed motor error. The customer attempted to change the infusion set and the device alarmed no delivery. Troubleshooting was performed. The alarm history revealed several no delivery alarms. The customer also reported that the device was dropped. Ran a displacement test and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.